Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter the medical device was activated a fifth time and noticed a jerking motion of the distal part of the reload. After, the jaws would not open. The reload opened only after the simultaneous pushing on the grey and dark blue buttons. No reinforcement material used in conjunction with the stapling device.